Manufacturer narrative:
No patient information was provided by the distributor. Age and weight were best estimated. Recall. Eit gmbh has recalled all devices tet30100 and tet30101. Recall was initiated july 25, 2018, and closed by february 20, 2019. The instruments are now replaced by their successor models tft30101 and tft30100. Product is not cleared for us market. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per CAPA (B)(4) driven by an audit, performed by the parent company johnson & johnson, it was evaluated that the complaint/incident on hand needs to be reported retrospectively.

Event description:
The complainant stated, that during surgery the used implant could not be fixated stable on the inserter tet30100. It is unknown which implant size was used.